Event description:
The customer was looking for info about wave review.

Manufacturer narrative:
The customer was looking for info about wave review. He stated that a pt was discharged from the bedside and central station monitor system at 15:30 hour. The pt was taken for a CT scan, but died at 17:30 hour while being monitored by a transport monitor. The customer reported that there was no incident related to the philips monitor. The customer wanted to know if wave reviews can be retrieved between the pt's discharge time and the death time. The philips response center technical support engineer informed the customer that when a customer is discharged and disconnected from the information center, no further waves would be stored or available for review. The customer can see the data up until 1530 when the discharge took place. The philips response center technical service engineer also explained to the customer that the data only goes back 8 hours, and is only for alarm limits. No waves or other data can afterwards. The available info supports that there was no malfunction of the philips device, labeling, or design, but rather a user looking for info about the monitoring system's parameters. No other calls were logged and no further investigation or action is warranted.